Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose during hospitalization was 446mg/dl. The customer's current blood glucose was 293mg/dl. The customer had chest pain and difficulty breathing. Customer has treated with manual injection. Customer was at work, received chest pain, tested her blood glucose and it was 446mg/dl. The paramedics were contacted, because she almost passed out. Customer was advised her pressure was high, she was treated with insulin. Customer was wearing the insulin pump at the time of hospitalization. Connected customer to sensor team to discuss uploading carelink.